Event description:
It was reported there was a serious error message. It was noted this happened when toggling between analyzer screen and programmer screen. First error and then tried service disk and got a different second error twice. It was also reported a lid sticks on the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported event; programmer powered up and interrogated with no errors, however, system errors found in the programmer error log. Lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the system fan is noisy and the display jammed while opening. Concomitant medical products: 229047 analyzer. (B)(4).